Event description:
It was reported that balloon ruptured occurred. The 90% stenosed target lesion was located in the moderate tortuous and moderate calcified vessel. A 5.00mm/50cm/2cm peripheral cutting balloon was selected for use for a procedure in a shunt. During procedure, it was noted that the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that balloon ruptured occurred. The 90% stenosed target lesion was located in the moderate tortuous and moderate calcified vessel. A 5.00mm/50cm/2cm peripheral cutting balloon was selected for use for a procedure in a shunt. During procedure, it was noted that the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was return for analysis. The balloon was observed to be unfolded which indicated it had been subjected to positive pressure. Blood was noted within the balloon material which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was noted escaping from a pinhole leak in the balloon approximately 3mm proximal to the proximal edge of the distal makerband. No issues were noted with the balloon material that could have contributed to the damage identified. The rate of burst pressure of this pcb 2cm device is 10atm (atmospheres). A visual and microscopic examination of the tip, blades and markerbands identified no issues which could have potentially contributed to this complaint. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no damage or any issues along the lenght of the device that could have contributed to the complaint incident. No other issues were identified during device analysis.